Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - dynanail jig mis-calibrated / not aligned and caused screw insertion issues. Pa screw missed nail and tibial screws more difficult to place.pa screw missed and needed to be removed. Pa screw arm later dropped and doc free handed new hole. Tibial screw holes didn't line up either." This resulted in a 30 min delay in surgery.